Event description:
It was reported the patient had severe heart failure and chronic obstructive pulmonary disease (copd). The patient had an ICD implanted and experienced no complications. Pulmonary rehabilitation was planned and the patient was sent home. It was later revealed the patient collapsed at home approximately 5 weeks later in ventricular fibrillation. Paramedics attempted external defibrillation 5 times and then stopped CPR due to pulseless electrical activity. The patient died (B)(6) 2009. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported the patient had severe heart failure and chronic obstructive pulmonary disease (copd). The patient had an ICD implanted and experienced no complications. Pulmonary rehabilitation was planned and the patient was sent home. It was later revealed the patient collapsed at home approximately 5 weeks later in ventricular fibrillation. Paramedics attempted external defibrillation 5 times and then stopped CPR due to pulseless electrical activity. The patient died (B)(6) 2009. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. It was later reported patient was not pacemaker dependent and the last clinic visit had been (B)(6) 2009.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B)(4) no anomalies found. Distal conductor distorted, several conductors blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, outer insulation breached cut, outer tubing overlay breached cut, blood in/on helix/lobe mechanism (sleeve head). Full lead returned and analyzed. Proximal conductor distorted and flattened with blood/body fluid (not obstructed), outer insulation breached cut, helix/lobe distorted/bent, blood in/on helix/lobe mechanism (sleeve head). Full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor distorted, several conductors blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, outer insulation breached cut, outer tubing overlay breached cut, blood in/on helix/lobe mechanism (sleeve head). Full lead returned and analyzed. (B)(4) no anomalies found, proximal conductor distorted and flattened with blood/body fluid (not obstructed), outer insulation breached cut, helix/lobe distorted/bent, blood in/on helix/lobe mechanism (sleeve head). Full lead returned and analyzed. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads are in process; the results will be forwarded when available. Analysis summary - (B)(4) no anomalies found.